Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("medical device removal / iud that had penetrated into the fundal myometrium") in a 50 year-old female patient who had essure inserted (lot no. B40016) for female sterilisation. The patient had a medical history of adenomyosis, menorrhagia, nabothian cyst, cervicitis, perineal pain, parity 3, multi gravida, pelvic pain, abnormal uterine bleeding and pelvic pain. Previously administered products included: mirena. The patient had a family history of hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3312 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis. Uterus, cervix, bilateral tubes: - cervix. - mild chronic erosive cervicitis. ~ nabothian cyst. - endometrium: - proliferative phase endometrium. Myometrium: - adenomyosie. - intramural lelomyoma, left fallopian tube: - nonspecific pathologic changes. - essure device grogsly identified. Right fallopian tube. Nonspecific pathologic changes. Essure device grossly identified gross description: cut sections appear grossly unremarkable except for a gray metalic essure device found at the uterine corny and proximal aspect of the tube. [Ultrasound pelvis] on (B)(6) 2022: iud not within cavity but penetrated through myometrium.; on (B)(6) 2022: iud that had penetrated into the fundal myometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("medical device removal / iud that had penetrated into the fundal myometrium") in a 50 year-old female patient who had essure inserted (lot no. B40016) for female sterilisation. The patient had a medical history of adenomyosis, menorrhagia, nabothian cyst, cervicitis, perineal pain, parity 3, multi gravida, pelvic pain, abnormal uterine bleeding and pelvic pain. Previously administered products included: mirena. The patient had a family history of hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3312 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis uterus, cervix, bilateral tubes: - cervix - mild chronic erosive cervicitis. ~ nabothian cyst. - endometrium: - proliferative phase endometrium. Myometrium: - adenomyosie. - intramural lelomyoma, left fallopian tube: - nonspecific pathologic changes. - essure device grogsly identified. Right fallopian tube. Nonspecific pathologic changes. Essure device grossly identified gross description: cut sections appear grossly unremarkable except for a gray metalic essure device found at the uterine corny and proximal aspect of the tube. [Ultrasound pelvis] on (B)(6) 2022: iud not within cavity but penetrated through myometrium.; on (B)(6) 2022: iud that had penetrated into the fundal myometrium the most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received : event - " medical device removal updated to fallopian tube perforation" lot number, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3312 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3312 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). On (B)(6) 2022, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.